Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent was damaged, distorted and lifted upwards from the stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in an unspecified coronary vessel. A 32 x 2.25 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. When the device was removed from the patient's body, the physician noted that the edge of the stent was lifted up. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in an unspecified coronary vessel. A 32 x 2.25 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. When the device was removed from the patient's body, the physician noted that the edge of the stent was lifted up. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).